Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level rose to 600 mg/dl and she went to the hospital. Customer also reported that the insulin pump was received recently and it was full of a sticky residue that is burning her skin like battery acid. Customer stated that it is sticky all over the back label and side with the drive support cap in the groove along the rim. Blood glucose value was 110 mg/dl. Customer was not wearing the insulin pump at the time and treating with manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.